Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after filling the cartridge with 300 units of insulin. Customer successfully filled another cartridge. Customer's blood glucose was 135 mg/dl.